Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 600.0 mcg/ml fentanyl at a dose of 262.56 mcg/day, 300.0 mcg/ml clonidine at a dose of 131.28 mcg/day, 30 mg/ml bupivacaine at a dose of 13.128 mg/day, 300.0 mcg/ml baclofen at a dose of 131.28 mcg/day, and 12 mg/ml dilaudid at a dose of 5.251 mg/day via an implantable pump for peripheral causalgia and non-malignant pain. It was reported the patient was seeing the code 8476 on the personal therapy manager. The pump was not alarming. The patient gave himself an injection for constipation on (B)(6) 2016 and had a reaction to the injection and had to go to the hospital the next day. The patient hit a nerve and had an outbreak of neuropathy pain, but the pain did finally go away. The patient had a rash on the right inner thigh and stated that he felt that it was a reaction from the injection he gave himself for the constipation. Additional information was received from the healthcare provider (hcp) on 2016-oct-31. The pump stalled on (B)(6) 2016 spontaneously and resolved in 24 hours and the same thing happened on (B)(6) 2016. The patients pain increased and he went into withdrawal. The hcp attempted to re-start using the bolus device. It was unknown if any diagnostics were performed as the hcp was out of town and treated at a different hospital. The pump was going to be replaced. The cause of the motor stall was not determined and the stall had been resolved.

Event description:
The cause of the motor stall and the pump not alarming was not determined. It was indicated that the stall had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) on 2016-dec-08. It was reported that the patient was further noted to ¿fabricate things in his mind, and has little understanding of his own issues¿ per the report. The hcp noted the incident of when the patient ¿hit a nerve and had an outbreak of neuropathy pain¿ was not reported to him. The hcp clarified the constipation was due to both oral and intrathecal opioids and had nothing to do with the baclofen. The pain and muscle spasticity was from the patient¿s (B)(6) related neuropathy and the patient did not have a baclofen pump as the principle ingredients in the pump were dilaudid and marcaine. The hcp had no knowledge of any hospitalization incident. The patient¿s medical history included muscle spasticity, hiv related neuropathy. The patient¿s concomitant medications included roxanol, xanax, zofran, proair, truvada, levitra, prezista, norvir, selzentry, lopressor, and relistor (¿injection for constipation¿). Dates of treatment, route, dose, frequency of use and indications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.